Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - what was the name of the procedure? - what is the lot number? - when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported in 2210968-2021-12178 and 2210968-2021-12173.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture got detached from needle. No adverse patient consequences were reported. Additional information was requested.